Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's easy bolus button was not working. Customer's blood glucose level was 480 mg/dl. The insulin pump alarmed button error. The customer was nauseous. The customer treated her blood glucose level with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device was received with motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Unable to perform basic occlusion test or occlusion test due to motor error alarm. Device had missing end cap sticker, cracked case at display window corner and broken reservoir tube lip.